Event description:
This customer contacted philips to report difficulty pacing a pt with this defibrillator. There was no negative impact to the involved pt.

Manufacturer narrative:
(B)(4). This customer contacted philips to report difficulty pacing a pt with this defibrillator. There was no negative impact to the involved pt. Our investigation determined that the clinician was using a non-philips therapy cable when attempting pacing. The customer was advised that use of the philips defibrillator requires a philips therapy cable. This report is consistent with a use issue.